Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker had magnet rate of ninety but longevity remaining showed three years. During last check a month ago, it showed two and half years and one hundred bpm for magnet rate. It was noted that the patient had low r waves but paced one ten percent of the time. Boston scientific technical services discussed that it could be that invalid battery charge time values affected the gas gauge values. Will monitor and consider either save memory needed or print memory. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had magnet rate of ninety but longevity remaining showed three years. During last check a month ago, it showed two and half years and one hundred bpm for magnet rate. It was noted that the patient had low r waves but paced one ten percent of the time. Boston scientific technical services discussed that it could be that invalid battery charge time values affected the gas gauge values. Will monitor and consider either save memory needed or print memory. This pacemaker remains in service. No adverse patient effects were reported.